Manufacturer narrative:
An evaluation of the returned driver/inserter found one of the tips was broken off and the area of breakage is jagged/twisted like in appearance. The physical damage noted on the driver is indicative of the user twisting the driver while removing it out of the pilot hole after the insertion of the anchor. In addition, evaluation of similar complaints from this device family revealed another possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on (B)(6) 2013 in a lot of 100 units. There were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. Additionally, there were no other complaints received for this item and lot number. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of tip breakage and injury to the patient, the product instructions for use (IFU) provides the following cautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use.

Event description:
It was reported that during use of this y1301 y-knot flex 1.3mm all-suture anchor in a hip procedure on (B)(6) 2013, one of the "tines" on the inserter/driver broke off and the broken fragment remained in the pilot hole under the implanted anchor. As reported, the y-knot flex all-suture anchor was deployed correctly and everything worked as planned. However, just as the surgeon started to pull out the driver, he noticed that one of the tines was broken off. Since the anchor was correctly deployed and properly seated, the surgeon elected to leave the broken fragment and the anchor in place. The procedure was then successfully completed with no further complications or patient injury.